Manufacturer narrative:
We have not received the device for investigation. Therefore, we could not conclusively determine the root cause of the reported incident. We have conducted a lot history review and did not find any issues noted in the manufacturing or packaging process that could be related to this issue. All qc tests passed their requirements. Further, we have not received any other complaints of a similar nature for devices from this lot. Due to similar complaints a design change is being implemented to reduce the occurrence of this issue.

Event description:
It was reported pruitt f3 carotid shunt had a slight leak at the connection of the stopcock and tube of the internal carotid balloon during carotid endarterectomy procedure. The shunt was disposed of and a replacement was used. No injury occurred to patient.